Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient as a result of the issue. It was confirmed that the erbe integrated electrosurgical unit (iesu) was exchanged to complete the procedure robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the erbe integrated electrosurgical unit (iesu) was exhibiting error c-34 when coagulation was triggered. The technical support engineer (tse) advised the customer to restart the erbe unit, but the error persisted. Switching to classic method resolved the error, however, the customer elected to use an auxiliary cautery unit to proceed with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.